Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That a caresitte (material 415126, lot 0061864997) was being used to administer fluorouracil (5-fu) over ten hours on (B)(6) 2024. According to the complainant, on the second/third day, after receiving chemotherapy drugs, the tubes were flushed and sealed. Severe leakage was found, and there were also large traces of medication on the bed sheets. Removing the connector revealed that its casing was cracked. The complaint device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and two used samples were provided for evaluation. Upon visual inspection of the photograph, the caresite is identified with a vertical crack observed on the threads of the caresite body. Both samples are tested for leakage and a leak is detected coming for the threads of the caresite body. Based on the data from the investigation, the reported defect was unable to be confirmed to be related to any manufacturing process. The exact root cause cannot be determined. However, incidents of cracked/leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. Five retains from the reported lot number were tested and passed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.